Event description:
Customer reported having elevated blood glucose levels (bg) with a pod. Customer wore the pod for approximately 5 hours with bg reading up to 350 mg/dl despite the delivery of correction bolus insulin doses. Customer removed the pod and when new pod was placed bg's resumed a normal range. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.